Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and error e216 (scope communication error code) a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction due to scope connector had fluid invasion and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported scope communication error code b30, and screen was flickering during inspection for use procedure involving an olympus colonovideoscope. There was no patient injury reported.